Event description:
A customer observed a false negative ahbc result on a patient sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the anti-hbc result was atypically elevated (supernegative). Qc performance was acceptable and no error codes were noted. Though the root cause is not definitively known, dilution of the initially negative sample produced positive results, supporting presence of an unknown interferent.